Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was having suction issues with purewick urine collection system. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up via phone on 13apr2022, it was reported that the first purewick urine collection system had poor suction and customer had to order a second purewick urine collection system that currently used. Customer also stated that they has developed multiple urinary tract infection and the doctor has not stated it was from the purewick female external catheters. The antibiotic cephalexin was given as medical intervention.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs." Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." Assess device placement and patient¿s skin at least every 2 hours". The device was not returned

Event description:
It was reported that the patient was having suction issues with purewick urine collection system. It was noted that the patient had been using the purewick products for more than 90 days. Per follow up via phone on 13apr2022, it was reported that the first purewick urine collection system had poor suction and customer had to order a second purewick urine collection system that currently used. Customer also stated that they has developed multiple urinary tract infection and the doctor has not stated it was from the purewick female external catheters. The antibiotic cephalexin was given as medical intervention.